Event description:
It was reported that following an internal carotid angioplasty and stenting treatment procedure, stent thrombosis was discovered. One day post-procedure, the physician noticed on duplex follow up that the nexstent 30mm stent was thrombosed. The pt is a previous stroke patient and will be monitored for further review. Add'l info has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any add'l relevant info is received, a supplemental MDR will be submitted.